Event description:
It was reported that the head of the screw broke off during implantation. Rep reported that ¿screw head broke off. Screw was already in the plate so surgeon left it in patient.¿

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.